Event description:
An authorized service provider (asp) contacted ventec to report that the device alarmed and its screen went black during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient survived the event and was placed on a new ventilator for support. Upon receipt of the device, the asp observed that it would attempt to boot-up before alarming and powering off by itself.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device powering off by itself and the display turning black was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.